Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 32 mg/dl. The insulin pump had keypad anomaly. The customer was assisted with troubleshooting and declined for low blood glucose. Customer took the insulin pump off. It was suspended for 5 minutes then before leaking- 3 to 4 drops- dime size amount insulin coming out of the end of the tube. Customers stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. The down arrow or left arrow button was unresponsive. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will be returned for analysis.